Manufacturer narrative:
Returned product consisted of coyote balloon catheter with no other devices. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. As the device was pressurized water leaked out of the distal tip. Microscopic examination presented no irregularities that could have contributed to the damage. There was a hole was identified in the inner shaft 4mm from the tip of the device. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced to dilate the lesion. However, the balloon ruptured during the first inflation at 6 atmospheres. The device was removed and the procedure was completed with a 3x15 coyote mr balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 3.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured during the first inflation at 6 atmospheres. The device was removed and the procedure was completed with a 3x15 coyote mr balloon catheter. No patient complications were reported and the patient's status was good.